Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the stomach on a laparoscopic sleeve gastrectomy, the reload misfired. They replaced the reload to complete the case. There was no patient injury.